Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) encountered unexpected longevity. An inquiry was made as to the device longevity, and the healthcare professional was advised on device settings and longevity expectation. The ipg remains in use, and no patient complications have been reported as a result of this event.